Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader and as a result, the customer did not get an alert (alarm) when blood glucose was low. The customer became hypoglycemic and experienced tremors and a seizure. The customer was unable to self-treat and his wife provided coke cola as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor ((B)(6)) and reader ((B)(6)) have been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Visual inspection was performed on the returned reader and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was inspected, a cracked sensor neck was observed. The sensor was activated with the returned reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was not observed. The returned sensor was activated with a retained reader and the bluetooth connection was successful. Accuracy test was performed while the retained reader was wrapped in foil and a signal loss message was observed. The returned reader was then activated with a retained sensor. Accuracy test was performed while the returned reader was wrapped in foil and a signal loss message was not observed. An extended investigation was performed where the returned reader¿s isf (interstitial fluid) logs were extracted and the alarms were observed to have been functioning properly in the date range of the customer¿s complaint. No issues were observed with the bluetooth connection. The returned reader and retained sensor were activated to perform an alarm test. The reader was wrapped in foil and placed in a tin metal box to prevent the reader from receiving signal emissions transmitted by the sensor and a signal loss alarm was observed after three minutes of the alarm test. The reader¿s isf logs were again extracted an no issues were observed. This issue is therefore not confirmed due to all alarms functioning properly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader and as a result, the customer did not get an alert (alarm) when blood glucose was low. The customer became hypoglycemic and experienced tremors and a seizure. The customer was unable to self-treat and his wife provided coke cola as treatment. There was no report of death or permanent injury associated with this event.